Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02638 and 0001825034-2017-02639.

Event description:
It was reported by legal counsel that the patient's right hip was revised approximately thirteen years post-implantation due to pseudotumors, osteolysis, bony necrosis, metallosis, and bone loss. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.